Event description:
A pump alarm 30 was reported, occurring during the loading process, and there was no adverse impact to the customer's blood glucose level. To resolve the issue, tandem technical support decided to replace the pump, as it was within the warranty period. The customer was informed about using multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Additionally, the customer was instructed on how to place the pump into storage mode before returning it via a pre-paid label within 10 days, and confirmed their understanding and compliance with these instructions.